Manufacturer narrative:
Returned device analysis was unable to verify the event description. However, analysis did reveal a balloon tear. The balloon catheter was received in good condition, with no damage observed, and with the balloon in a deflated state. Visual and microscopic examination of the balloon material revealed a longitudinal tear in the balloon wall that was 3 millimeters in length and located 11 millimeters proximal to the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear . No issues were noted with the balloon material or with the ro markers that could have contributed to the leak. The shop floor paperwork has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The shop floor paperwork review confirms that this device met material, assembly, and performance specifications. A review and analysis of all the available info is insufficient to determine an exact root cause. Therefore, the most probable root cause will be considered operational context, due to the likelihood of anatomical and or procedural factors encountered during the procedure which limited the performance of the device.

Event description:
It was reported that during an unspecified procedure, a "balloon" kink occurred. The progressive 80% stenotic lesion was located in the severely tortuous and severely calcified left anterior descending (lad) coronary artery. Access was obtained through the radial artery and continuous flushing was maintained. The 3.5x12mm quantum maverick balloon was "bent". No pt injuries or complications were reported. Pt status is listed as good. Device analysis revealed a balloon tear.